Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and identified the wireless foot switch (wfs) base station did not connect with the wfs. To resolve the issue, the fse replaced the wfs base station. After the replacement, the system was returned to use in good working order and ready for clinical use. The wfs base station was returned for further analysis. Functional testing was performed, and no failure was observed. Philips has re-evaluated this complaint. The issue occurred without patient involvement and was identifiable prior to procedure commencement. The system's instructions for use (IFU) instruct the user to verify that the wireless footswitch functions with the system and to ensure that the battery is fully charged prior to using it. Alternatively, a second (wired) footswitch is also available to use with the system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was defective. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.